Manufacturer narrative:
The reported issue that the syringe medication, acetaminophen was not in the drug library and had to infuse it in basic infusion could not be confirmed; no product or device logs were returned for investigation. The drug library in question is a function of the data set within the pcu drug library and is controlled and updated by the customer's pharmacist. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The pcu in this case would be the source device since it is the only device capable for drug selection programming. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the syringe was missing from the drug library. The nurse stated that 2-3 weeks ago, there was a pediatric patient that was ordered syringe medication, acetaminophen, but the medication was not in the drug library and had to infuse it in basic infusion. There was no patient harm.